Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe and a contamination shield. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification. As stated in the product IFU, ''passively deflate the balloon by removing the syringe from the gate valve.'' There was no fluid visible inside the inflated balloon. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. The report of balloon deflation difficulty was not confirmed; there is no evidence of a manufacturing nonconformance. It is not known if device handling may have contributed to the event.

Event description:
The original complaint stated that they "couldn´t remove the fluid from the balloon". Additional information indicated that the syringe from the swan-ganz kit was used and the balloon was inflated with air, not fluid.